Event description:
Customer reported a past high blood glucose event with the highest level reaching 600 mg/dl. Cause was not known. Contact declined troubleshooting for the issue therefore no additional information was obtained.